Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was found in the pump's event history but not reproduced during product evaluation. The root cause of this condition was assigned to a faulty user interface/pump head signal harness . The user interface/pump head signal harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.